Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this cardiac resynchronization therapy defibrillator (crt-d), noise was oversensed on the right ventricular channel. Boston scientific technical services reviewed data from the device and discussed that the noise appeared consistent with the presence of air bubbles in the header. The physician elected to program the device to monitor only and recheck the patient the next day. During the follow up check, the noise was no longer present and the device was reprogrammed to the desired settings. This crt-d remains in service. No adverse patient effects were reported.